Event description:
MRI burn injury: I sustained a burn injury during a routine MRI procedure (B)(6) 2016. The incident occurred on a 3tesla MRI machine during a cspine/thoracic scan. I was positioned lying on my back and entered head first. There was no padding used during the study but no part of my body touched the walls of the machine. My hands came together just below my sternum in a typical "pray" position so my arms rested on my upper abdomen as opposed to down by my sides. About 10 minutes into the 2nd procedure (thoracic) I started to feel a sort of prickly vibrating heat hitting my skin. It felt like a kind of rippling wave and I started to feel quite warm. It even seemed to vibrate my t-shirt and penetrate through. It was accompanied by a loud hum which I could hear over and above the typical clicking sound. I had never felt or heard anything like this on previous MRI procedures. The sensation wasn't excruciatingly painful like you would expect from a contact burn, so I decided I would just see it through. I believe the combined cspine/thoracic procedure took approximately 30-40 minutes and I felt this sensation for about the last 10-15. When I got off the table I felt hot and mentioned it to the technician. She said it was normal to feel a bit warm when the machine had been running for a while. As the day wore on my skin got redder. I felt and looked like I had a bad sunburn. I started applying aloe vera gels and lotions. By the next morning I was very red and sore. I was pretty concerned and worried there may be deeper tissue damage. The next day I went to see my doctor. She said she was unfamiliar with MRI related burn injuries but after looking at me felt it had been caused by some type of thermal exposure and advised use of cooling gells and lotions. She consulted with an MRI physicist about the problem and was told: "regarding the burn: I'd definitely recommend the patient to be checked out by a dermatologist. Mr burns typically starts at subcutaneous fat (no pain receptors) and moves up to epidermis. If the pt was not sedated during the scan and ended up with a burn, there is a clear chance that the patient has damage under the skin that is not visible. I contacted a professor of radiology at (B)(6) who told me this was an rf radiation burn and that I needed to be checked out by a dermatologist asap. I have consulted with numerous dermatologists, general practitioners and MRI specialists over this time as well as conducting my own research and have learned a lot about rf frequency injuries and sar. One of the other MRI physicists I contacted recommended I look at the sar readings for my tests. He said these are used as an indication of over-exposure and are usually less than 1. I was exposed to between 2.5 and 2.72 sar for about 7 minutes and this is when the burning occurred. I was essentially cooked. At 6 months post incident: skin - my skin continues to hurt wherever the thermal rays hit it. Face, neck, arms, upper torso and some on upper thighs. Erythema still present on face, neck and upper chest. I have a little temporary relief with lidocaine based topicals and anti inflammatories. Skin continues to atrophy and now sows marked deterioration and scarring. Dermatology consultations refer to skin corrosion consistent with a thermal burn injury and talk about protracted recovery times, and sometimes permanent damage. Testes - after the burn there was dramatic impairment of sexual function and seminal fluid change. I was made aware that testicular tissue is very suspectable to heat related damage due to a lack of ability in this area to disperse heat (much like the eyes). Since I did suffer from some burning on my upper inner thighs, it's possible there was heat build-up in this area. I'm working with an urologist to determine the extent of damage and again hope it's not permanent. Testosterone production and semen analysis is ongoing and I've been put on clomid to see if function can be restored.